Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure (left and right sided) with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and a drain. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician does not believe the event was related to ablation. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure (left and right sided) with a thermocool® smart touch¿ bi-directional navigation catheter and a webster ® cs catheter with ez steer® thechnology and auto ID and the patient experienced cardiac tamponade that required pericardiocentesis and a drain. The physician took a soundstar catheter to the right side of the heart to establish a baseline: no pericardial effusion was showing and both the left and non-coronary cusps had calcification. They mapped both right and left ventricular outflow tracts. Physician ablated 4 areas on the right ventricular outflow tract (rvot) septum: first lesion was only for 6 seconds because catheter was repositioned, and then 90s, 100s and 100s lesions with powers ranging between 35w and 25w. Just after the last lesion, the patient's blood pressure dropped and the physician observed a pericardial effusion forming at the silhouette of the heart. Physician performed a pericardiocentesis. The blood was extracted from the pericardium and re-transfused through the femoral sheath into the patient's body until the patient was stable. No further intervention was required. Additional information was received indicating the physician believes there was a perforation during mapping on the left side of the patient¿s heart. It is worth noting that the physician does not believe the event was related to ablation. The color of the blood observed by the physician and the interventional cardiologist assisting with the pericardiocentesis was bright, suggesting a left ventricular origin. The physician had only ablated in the right ventricle. Patient fully recovered and the pericardiocentesis sheath was removed 3 hours after the patient was transferred from surgery. Intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) imaging were performed during and after pericardiocentesis, confirming that the effusion had stopped. No transseptal puncture was performed. No evidence of steam pop. The event occurred during mapping. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 20-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).